Manufacturer narrative:
Correction information was provided in b.5 and h.11. Upon further assessment it was confirmed that the issue was related to the cassette leakage. Hence this is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 9681121-2026-00069. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette leaked water caused no aspiration during the cataract with intraocular lens implant surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.